Event description:
Noise is present on the rv lead with arm manipulation. The impedance has risen from 400 ohms to over 900 ohms since implant. The lead remains implanted.

Manufacturer narrative:
This device was explanted and replaced on (B)(6) 2015. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.